Manufacturer narrative:
Philips service replaced the hv cable and mrc tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that fluoro was not functioning due to arcing in the mrc tube on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.